Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis and claudication are listed in electronic instructions for use supera peripheral stent systems as a known patient effects of the stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient presented with limited claudication and was admitted. Thrombus was discovered in the vessel through a doppler exam. On (B)(6) 2016, angioplasty was performed and a 5 x 150mm supera stent was successfully implanted to treat a heavily tortuous, heavily calcified mid femoral lesion. Two years after implantation, the patient presented on (B)(6) 2018 with limited claudication and through a doppler exam, thrombus was identified in the implanted stent. On (B)(6) 2018, an angioplasty was performed and confirmed that thrombus was in the middle portion of the implanted supera stent only. A 5.5mm armada 18 balloon dilatation catheter was used to dilate the lesion, restoring flow. In the physicians opinion, the occlusion was due to the patient continuing to smoke and they were not compliant with the clinical and medical treatment after the stent was implanted. There was no adverse patient sequela reported. No additional information was provided.